Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin pump had received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the crack where the reservoir goes in rejected new battery, unexplained no delivery alarms, unexplained motor errors and squirts out insulin during priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the reservoir tube window corners and cracked reservoir tube window. (B)(4).